Event description:
The customer reported that the device will not power on and not showing that is plugged in. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device will not power on and not showing that is plugged in. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The power pca was replaced to resolve the problem. We will consider this a malfunction of the power pca that caused the device to not power on.